Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the sheath was leaking near the irrigation tubing hub. More specifically, the issue was identified around where the side port meets the hub. The sheath was being used on the patient at the time the issue was identified. The vizigo sheath was replaced and the issue resolved. The procedure continue. No patient consequences were reported.

Manufacturer narrative:
On 6-mar-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the sheath was leaking near the irrigation tubing hub. More specifically, the issue was identified around where the side port meets the hub. The sheath was being used on the patient at the time the issue was identified. The vizigo sheath was replaced and the issue resolved. The procedure continue. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed some open adhesive bubbles at the side hub. Irrigation of the device was performed using a syringe filled with food colorant and water leakage through the bubbles was noticed. A device history record evaluation was performed for the finished device number 00002506 and no internal action was found during the review. The issue reported by the customer was confirmed. The side port water leakage issue may be related to a defective application of adhesive in this area. Due to the condition of the adhesive, an internal action was opened. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).